Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. Correction in the field: d10 (therapy date). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, cause of failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera control unit had a e117 error. The issue was found during preparation for use for a therapeutic laparoscopic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.